Event description:
It was reported that after an uneventful stent delivery, a radiopaque object appeared distal to the stent. After many attempts to balloon the defect, it moved distal and blocked the anastomosis site of the svg to the rca. The pt required surgical intervention. During surgery a piece of "plastic" was found, which the physician determined to be elastic membrane material.